Event description:
Complinant alleged that first-responder was attempting to analyze a pt (age unk) in cardiac arrest however, the device issued a "attach pads" message and would not analyze. The pt subsequently expired.